Event description:
It was reported that the pt was originally closed with size 2 prolene following a gastric ulcer surgery in 2000. Incision measured about 7 inches. Incision was closed in a running fashion and tied at both ends of the incision. Post operatively, fluid was noted at the incision site. The pt was returned to surgery eight days later. The suture was noted to be broken. The suture was removed and the pt was closed with another suture. The pt is reportedly recovering well.